Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that in addition to their ins and paddle lead, they have 9 screws, 4 rods, and 3 cages in their lower back from a surgery they had 4 years prior to the report. They stated that suddenly their ins stopped working for them and their back pain was terrible and now worse than it was before the surgery they had 4 years prior. They stated they need to get a MRI to determine what the worsened back pain is due to, but will need to get their device removed before that can happen since their ins is only compatible with a head only MRI. They stated they would need to find a new doctor to remove the ins.

Event description:
Additional information was received from a consumer. It was reported that there were no dates set for the device removal because the patient had a peripheral neuropathy skin infection. The patient reported that the device aggravated his peripheral neuropathy and that reprogramming by the representative (rep) did not help, his back became worse. The patient also stated that radiofrequency would be used to dead the nerves causing pain. The patient found a physician to remove the device.